Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced syncope during a supraventricular tachycardia (svt) or flutter. The patient fell and experienced a loss of consciousness for a few seconds. The patient was admitted to the hospital. An x-ray and computed tomography (CT) scan were performed and noted no anomalies. Interrogation of the ICD noted an inappropriate shock was delivered for the svt. The syncope was felt to be related to the svt/flutter. No changes were made to the device. Adjustments were made to one of the patient's oral medications (beta blocker) and the patient was discharged 6 days later. No additional adverse patient effects were reported. This device remains in service. If information is provided in the future, a supplemental report will be issued.